Manufacturer narrative:
Reported event: an event regarding infection and fretting involving a metal head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports and infection of a right total hip replacement after implantation and an operation to treat the infection. The operation revealed infection and ¿mild trunnionosis¿ I can confirm that this event took place since I was able to see a pathology report showing inflammation and explanted components including an acetabular liner and a femoral head and positive cultures from aspiration of the hip. I was also able to now see the original and subsequent operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of late infection of a total hip replacement are multifactorial. Most likely the cause would be secondary seeding of the hip from a remote source. Causes of trunnionosis are multifactorial including surgical factors, patient factors and implant factors. Regarding the possibility of the implant being part of a recall, the original stryker stickers are available and stryker would have to determine if this particular lot was part of a recall. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: a review of the provided medical information by a clinical consultant indicated: this inquiry reports and infection of a right total hip replacement after implantation and an operation to treat the infection. The operation revealed infection and ¿mild trunnionosis¿ I can confirm that this event took place since I was able to see a pathology report showing inflammation and explanted components including an acetabular liner and a femoral head and positive cultures from aspiration of the hip. I was also able to now see the original and subsequent operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of late infection of a total hip replacement are multifactorial. Most likely the cause would be secondary seeding of the hip from a remote source. Causes of trunnionosis are multifactorial including surgical factors, patient factors and implant factors. It is also noted that the patient would like to confirm if his implants are part of a recall as he was never notified of the recall. Based on the catalog numbers and lot codes provided the device reported in this investigation is not subject to or part of a recall. A microbiological assessment was completed and concluded: due to the nature of the organism isolated ¿ susceptible to various modes of sterilisation - and specifically the sterilisation methodologies and modalities employed by stryker, it is not probable that streptococcus salivarius could have originated from the sterile implants. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: trident 10° crossfire insert 32 mm ID; cat#621-10-32g; lot#82727701, trident hemispherical solid bk 60mm; cat#500-01-60g; lot#15856801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer

Event description:
Patient's daughter stated her father had a right tha and felt a discomfort on his hip. Patient felt extreme pain when he tried walking and when trying to extend his leg. Patient was brought to the ER and given MRI, x-ray images, CT scan which confirmed an infection. While at the ER, the surgeon drained some infection to alleviate the pain the patient was experiencing. They performed an I&d but the patient was not revised due to his age and bone loss. Patient was told that his implants are part of a recall while at the hospital. Patient would like to confirm if his implants are part of a recall as he was never notified of the recall. The operation also revealed mild trunnionosis.

Event description:
Patient's daughter stated her father had a right tha and felt a discomfort on his hip. Patient felt extreme pain when he tried walking and when trying to extend his leg. Patient was brought to the ER and given MRI, x-ray images, CT scan which confirmed an infection. While at the ER, the surgeon drained some infection to alleviate the pain the patient was experiencing. They performed an I&d but the patient was not revised due to his age and bone loss. Patient was told that his implants are part of a recall while at the hospital. Patient would like to confirm if his implants are part of a recall as he was never notified of the recall. The operation also revealed mild trunnionosis.

Manufacturer narrative:
Reported event: an event regarding infection and fretting involving a metal head was reported. The event was confirmed through clinician review of the provided medical records. .method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports and infection of a right total hip replacement approximately 15 years after implantation and an operation to treat the infection. The operation revealed infection and ¿mild trunnionosis¿ I can confirm that this event took place since I was able to see a pathology report showing inflammation and explanted components including an acetabular liner and a femoral head and positive cultures from aspiration of the hip. I was also able to now see the original and subsequent operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of late infection of a total hip replacement are multifactorial. Most likely the cause would be secondary seeding of the hip from a remote source. Causes of trunnionosis are multifactorial including surgical factors, patient factors and implant factors. Regarding the possibility of the implant being part of a recall, the original stryker stickers are available and stryker would have to determine if this particular lot was part of a recall. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: a review of the provided medical information by a clinical consultant indicated: this inquiry reports and infection of a right total hip replacement approximately 15 years after implantation and an operation to treat the infection. The operation revealed infection and ¿mild trunnionosis¿ I can confirm that this event took place since I was able to see a pathology report showing inflammation and explanted components including an acetabular liner and a femoral head and positive cultures from aspiration of the hip. I was also able to now see the original and subsequent operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of late infection of a total hip replacement are multifactorial. Most likely the cause would be secondary seeding of the hip from a remote source. Causes of trunnionosis are multifactorial including surgical factors, patient factors and implant factors. It is also noted that the patient would like to confirm if his implants are part of a recall as he was never notified of the recall. Based on the catalog numbers and lot codes provided the device reported in this investigation is not subject to or part of a recall. A microbiological assessment was completed by stryker ireland who concluded: due to the nature of the organism isolated ¿ susceptible to various modes of sterilisation - and specifically the sterilisation methodologies and modalities employed by stryker, it is not probable that streptococcus salivarius could have originated from the sterile implants. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.